Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date batch #: u94y4v. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product came labeled as "monopolar electrosurgery suction and irrigation shaft with spatula. However the actual instrument inside is electrode esurg hlw 34cm 5mm epth prb +2 disp hk tip" the electrosurgery with a hook tip.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2022. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No the patient did not experience any adverse consequences.